Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles on the surface of the shell, crease fold, wear abrasion. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. Was observed crease fold however no is considered workmanship because the device was explanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.